Event description:
Patient presented to the physician with pain from the neck incision site and experiences pain at the ipg when laying on the right side and doing specific physical activity. Physician brought the patient into the or and removed the entire inspire system.